Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a device used for transforaminal lumbar interbody fusion therapy. Levels implanted was 1. It was reported that the catalyft device was broken. The patient had postoperative back pain. Additional information was received from the manufacturer representative that the allegation was the cage has lost height. There was no plan for revision surgery. While taking xray after three months postop, noticed the cage sintering lwk 5. And while taking xray after six months postop, noticed that there was distraction loss 18.4 au 16.4mm and lordosis loss 25 to 21°.

Manufacturer narrative:
G2: country of origin: germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The notified date of this event is corrected to 2025-01-20. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Radiographic image review states, 3 panel image a p xray dates (B)(6) 2025, (B)(6) 2024, (B)(6) 2024. Interbody graft l4 - 5 collapsed in left side panel compared to middle/right side. Lateral xray l4 - 5 interbody fusion graft collapse progression in right side - middle - left. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.